Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that device has rust build up. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
D4 - primary UDI number: corrected. H3 and h6. Evaluation codes: updated. One device was received. Per visual inspection, nicks and scratches on multiple spots on the enclosure, pole clamp is discolored gray, quick connect is corroded. The complaint was verified/confirmed by visual inspection. The cause was the heater was corroded. Replaced heater, quick connect. Cleaned device. Performed preventative maintenance (pm) and calibrated. Device passed all functional tests after repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.